Event description:
It was reported that the customer observed a "fail 4" error message on the roller pump. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) ran the roller pump for several minutes and could not duplicate the reported issue. The fsr replaced the display board and ran all checks. The fsr did not experience any error at this time. The unit operated to manufacturer specifications and was returned to clinical use.